Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was discovered cracked during the sterilization process. No patient involvement. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint is confirmed. Visual inspection of the returned trial post confirms that the device has fractured. There are cracks seen on the device and a small piece chipped off. Review of the device history record identified no related deviations or anomalies during manufacturing. Surgical notes were not provided. The root cause can be contributed to normal wear and tear of device. After further investigation it was determined that the event is no longer considered reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.